Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure for carotid stent implantation, the physician advanced the smart control 10 x 60 stent delivery system (sds) to the target lesion and experienced difficulty deploying the stent. The turning dial for the device was reported to be very stiff and was making a rasping sound. The stent was released but was not in the exact/desired position. An additional smart control 10 x 30 stent was implanted to cover the lesion and complete the procedure successfully. There was no reported patient injury. The patient was reported to be in stable condition. The approach for the procedure was contralateral. The target lesion for the procedure was the right common to right external iliac artery. The lesion was reported to be: moderately tortuous, and a 90% stenosis. The lesion was not pre-dilated.

Manufacturer narrative:
Concomitant products used: terumo radiofocus .035 guidewire, medikit parent catheter sheath introducer. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. The temperature indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled properly according to the instructions for use (IFU). No difficulty was encountered during advancement and no excessive force was used during the procedure. The smart control locking pin was in place during advancement to the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was held flat and straight outside the patient as per the IFU. No unusual force was applied during deployment of the stent. The tantalum markers were reported to have opened symmetrically. No additional information was available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during an interventional endovascular procedure for right common to right iliac stent implantation, the physician advanced the smart control 10x60 stent delivery system (sds) to the target lesion and experienced difficulty deploying the stent. The turning dial for the device was reported to be very stiff and was making a rasping sound. The stent was released but was not in the exact/desired position. It is not known if it was deployed proximally or distally to the desired location. An additional smart control 10 x 30 stent was implanted to cover the lesion and complete the procedure successfully. There was no reported patient injury. The patient was reported to be in stable condition. The approach for the procedure was via the contralateral femoral. The lesion was reported to be: moderately tortuous, and a 90% stenosis. The lesion was not pre-dilated. A 0.035 radifocus guidewire was used for the procedure. It is not known if there was any difficulty tracking to the lesion. The locking pin was in place during advancement and removed prior to attempt to deploy. The device was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment with the handle flat and straight outside of the body and a fixed position maintained during deployment. The product was stored and handled according to the IFU with nothing unusual noted prior to use and no difficulties during prep. The product was not returned for analysis. A review of the manufacturing documentation for final assembly lot 14054074, outer member subassembly lot 14050759, coated polyimide wire lumen assembly lot 14043765, and receiving inspection records for tuning dial lot: 200812170178 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available procedural information and without the return of the device for analysis, no conclusion can be made regarding root cause of the deployment difficulty and inaccurate placement. Therefore, no corrective actions will be taken at this time.